Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced a vf that resulted in syncope due to loss of sensing on the right ventricular lead. The patient was rescued with CPR. Ekgs revealed a decrease in r-wave amplitudes on the lead, and the device was reprogrammed. During a later vt/vf event, the device unsuccessfully attempted to deliver high voltage therapy and the patient was externally defibrillated. The went into backup vvi mode, and exhibited an alert for possible hv circuit damage. The lead was tested and exhibited low, out of range, high voltage lead impedance. The lead was capped and replaced, and the device was explanted and replaced. The patient was placed on a ventilator following the procedure.